Event description:
It was reported that during the implant, the physician was turning the lead and the screw popped out (jumped). The physician elected to use a different lead. The lead was returned. It was further reported that the right ventricular (rv) lead exhibited high impedance and gradually increasing impedance readings. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 438-01 lead, implanted: (B)(6) 1999. (B)(4).